Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). It was reported that patient underwent mesh removal on (B)(4) 2018 due to hernia recurrence and mesh imbedded in omentum. It was reported that following insertion the patient experienced pain, discomfort and unable to exercise core muscles of abdomen. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.